Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they felt a sensation like the stimulation from their implantable neurostimulator (ins) was stimulating them from the hip down to their feet when the therapy was turned off. It was noted that the patient knew the therapy on/off icon on the programmer/recharger and knows when the therapy was on or off. The patient stated that they symptoms started about a month ago and was more noticeable now. They contacted the manufacturer¿s representative where they were told they never have heard of anything like it. There were no falls or trauma reported that could be related to the issue. Follow up information received from the healthcare professional (hcp) and manufacturer¿s representative on (B)(6) 2016 reported that they met with the patient where an impedance check was performed and everything was normal. The representative turned up the strength and the patient felt the stimulation in their painful areas. It was reported that the cause of the feeling the stimulation when the therapy was off was determined to be use error. The issue was reported as resolved. However, on (B)(6) information was received from the consumer stating the circumstances that led to feeling stimulation with therapy was off were due to changes in the device program but were r esolved after resetting the setting. However, the consumer also reported the feeling of stimulation with therapy off had ¿not gotten better as changes in program were applied.¿ the indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.